Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies had duplicate address. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another drawer that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height main drawer 2.2 pockets b1, b3, b5 had duplicate address. A field service engineer replaced worn retractor band 2.2 and replaced cubie tray row b to resolve the issue. The system functioned as intended after the field service engineer repaired the device.